Manufacturer narrative:
(B)(4) - failure to follow steps/instructions. The device was not returned for analysis. It should be noted that the graftmaster rx coronary stent graft system, instructions for use (IFU) states: deploy the stent graft slowly by pressurizing the delivery system in 2-atmospheres (atm) increments, every 5 seconds, until the stent graft is completely expanded. Fully expand the stent graft by inflating to nominal pressure at a minimum. The IFU, specifies the nominal rated burst pressure (rbp) is 15 atm. It is possible that the IFU deviation contributed to the reported event; however, the account noted that the physician was treating a smaller size vessel and only had the 4.5 x 26 graftmaster available for use, thus an attempt was made to inflate the stent to 3mm as the physician did not want to over expand the stent in the vessel. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficult to deploy and difficult to remove; however, the subsequent treatment appears to be related to the circumstances of the procedure. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The procedure was performed to treat a 99% stenosis lesion in the body of the vein graft of the 1st diagonal branch. After deployment of a 3.5x18mm non-abbott stent, a tear was noted in the body of the vein graft where the stent was over-expanded. A 4.5x26mm graftmaster covered stent was deployed for 25 seconds at 11 atmospheres to a size of 3mm; however, the stent did not fully expand. Considerable difficulty retrieving the delivery system was felt with the anatomy. The graftmaster covered stent had only expanded at the proximal and the distal edge. The rest of it was significantly under expanded. The patient's st segments started going up and the patient started having chest pain. Non-compliant balloons (2.5x12mm and 3.0x12mm) were used to post-dilate the entire stent. Reasonable results were obtained with this and flow restored. There was no evidence of active extravasation. The patient remained hemodynamically stable. It was felt that under the circumstances, an acceptable result was achieved and the procedure was stopped at this stage. No additional information was provided.